Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an electronic error message on (B)(6) 2021. The patient was unable to use the infusion device for over 6 hours and she was without any alternative treatment. During this period, the patient experienced elevated blood glucose levels. The patient decided to inject insulin via syringe. Within the next hour, the patient experienced a hypoglycemia episode and went to the hospital. The patient was hospitalized at 8:00 p.m. For the next 14 hours. In the hospital, the patient had venous gasometry and an electrocardiogram was performed. The patient was released the next morning around 10:00 a.m. And since then the patient is using multi-injection therapy.